Event description:
Ous MDR - after an implantation period of about 27 months, high lead impedance was reported via home monitoring. It was further reported that the impedance had been slowly increasing since the end of 2012. The lead was explanted and replaced with a new one. After connecting the new lead, abnormal unipolar impedance (>2500 ohms, 624 ohms in bipolar) and stimulation at sv was not possible. The lead was tested several times with the pacemaker, the programmer was even rebooted and both impedance values, unipolar and bipolar, were >2500 ohms. However, with the psa analyzer, everything was normal. The physician decided to implant a new pacemaker and it was then reported that all measurements were ok. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing scratches on the pacemaker housing. These were considered to be normal and expected. The header of the pacemaker was visual inspected, revealing no anomalies. The set screw could be easily screwed in and out and there was no foreign material inside the header bore. The dimension of the header bore was within the range requested by the is-1 standard specifications. Also the spring element of the pacemaker did not show any deviations. At a next step the pacemaker was subjected to an electrical incoming inspection. The pacemaker was interrogated and the pacemaker's memory content was analyzed indicating no deviations. The battery was found to be fully charged. In the further course of analysis the impedance measurement functions of the device were tested using different temperature environments. However, the impedance measurement functions proved to be within specification. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. The lead was found dissected. Only the proximal fragment was received. The morphology of the cuttings indicates that the fragmentation of the lead most likely originated from the explant procedure. The inspection of the insulation confirmed that the lead was, apart from the present cuttings, free of insulation breaches. In addition, the dc resistances of the conductor fragment was investigated and proved to be flawless. No peculiarities were found. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The analysis of the lead fragment and of the pacemaker revealed no deviations, which might be related to the high pacing impedance mentioned in the complaint description. In summary, neither the lead fragment nor the pacemaker revealed any sign of a malfunction. No indication of a material or manufacturing problem was noted during analysis.